Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Date of customer passing: (B)(6) 2021. On a related svn 000312986829, pt's husband called in saying that his wife was hospitalized for 2 weeks and insulin pump was not used during that time and it was shut off. Pump error 15. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. Device did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2018 to (B)(6) 2021. Per engineer (B)(4), pump error 15, this is the software issue - the inverse check is not interrupt safe. The bug was fixed in 4.10. Device was programmed and monitored for 4 days. No blank display/unexpected shut off noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, no unexpected low battery alert noted in the pump trace download. The last 2 low battery alarms triggered was on (B)(6) 2021 07:08:00.000 and on (B)(6) 2021 14:52:00.000. No unexpected power loss alarm noted in the pump trace download. The last 2 power loss alarms triggered was on (B)(6) 2021 21:29:12.000 and on (B)(6) 2020 10:08:43.000. No unexpected replace battery alert noted in the pump trace download. The last 2 replace battery alert triggered was on (B)(6) 2020 09:36:00.000 and on (B)(6) 2020 23:41:00.000. No unexpected replace battery now alarm noted in the pump trace download. The last 2 replace battery now alarm triggered was on (B)(6) 2020 09:57:00.000 and on (B)(6) 2020 15:54:00.000. Device passed the functional testing. No blank display/unexpected shut off noted. However, per engineer (B)(4), pump error 15, this is the software issue - the inverse check is not interrupt safe. The bug was fixed in 4.10. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021. The cause of death was diabetes, heart issues and kidney issues. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 2.8c. Retainer ring = clear. Date of customer passing: (B)(6) 2021. On a related svn (B)(4), pt's husband called in saying that his wife was hospitalized for 2 weeks and pump was not used during that time and it was shut off. Pump error 15. The pump had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches. The pump did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2018 to (B)(6) 2021. Per engineer (B)(4), pump error 15, this is the software issue - the inverse check is not interrupt safe. The bug was fixed in 4.10. Unit was programmed and monitored for 4 days. No blank display/unexpected shut off noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, no unexpected low battery alert noted in the pump trace download. The last 2 low battery alarms triggered was on (B)(6) 2021 07:08:00.000 and on (B)(6) 2021 14:52:00.000. No unexpected power loss alarm noted in the pump trace download. The last 2 power loss alarms triggered was on (B)(6) 2021 21:29:12.000 and on (B)(6) 2020 10:08:43.000. No unexpected replace battery alert noted in the pump trace download. The last 2 replace battery alert triggered was on (B)(6) 2020 09:36:00.000 and on (B)(6) 2020 23:41:00.000. No unexpected replace battery now alarm noted in the pump trace download. The last 2 replace battery now alarm triggered was on (B)(6) 2020 09:57:00.000 and on (B)(6) 2020 15:54:00.000. The pump passed the functional testing. No blank display/unexpected shut off noted. However, per engineer (B)(4) pump error 15, this is the software issue - the inverse check is not interrupt safe. The bug was fixed in 4.10.